Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and d9. Additional information added to fields: h3, h4, and h6. The device was returned to olympus for evaluation; the complaint of 'no image' was confirmed, however, the reported 'snowy image' was not confirmed. In addition to the customer reported event, two more reportable malfunctions were found during evaluation. The plastic distal end cover was burned/melted around the instrument channel outlet, and foreign material was found in the biopsy channel. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the customer reported image malfunction was likely due to leakage during device handling. Water likely invaded the device, and resulted in abnormality of electronic parts. In regards to the reportable malfunctions found during evaluation, it is likely that the burned plastic distal end cover was due to the user irradiating high energy endo therapy accessories without keeping enough distance from the distal end. There are no presumable causes for the foreign material found in the biopsy channel. The root cause of all the reportable events could not be specified. The event can be detected & prevented by following the instructions for use which state: important information ¿ please read before use. Warnings and cautions: caution: turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning: follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. The reportable event of foreign material being found in the biopsy channel can't be detected and prevented according to the following: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image on the bronchovideoscope disappears during examination. The monitor is heavily covered with snow and there is not image. There were no reports of patient harm.